Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched and cracked display window.

Event description:
The customer reported via phone that the reservoir had crack. The customer¿s current blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.